Event description:
Patient presented to the surgeon's rooms with unresolved pain and discomfort. X-ray found that the joint was in slight valgus with the joint ligaments lax. The surgeon concluded that removing the old liner and replacing with a thicker liner would correct the valgus deformity and suitably tension the ligaments. On 07/09/2015 the sales communicated us the following surgeon's statement: the patient after the second week consultation at the surgeon's rooms did not have the expected results for a well balanced sphere knee. The patient had not the expected function, the joint in too much valgus and the patient discomfort because of the ligaments slackness." Reference MFR # 3005180920-52015-00159.